Manufacturer narrative:
(B)(4). Date sent 12/23/2024. D4 batch#:128d72. B3: unknown; captured as awareness date. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, no package was received and a reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. During the visual inspection, nicks were observed on the knife edge. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the black motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The motor wire disconnected is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The event of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 128d72, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device lot/batch number: c9ec90, and no non-conformance's were identified.

Event description:
It was reported that during a case of lobectomy, the device could not be fired and the knife did not move at the 2nd firing when processing the peripheral venous. The dissection could be performed normally at the 1st firing. After clamping the peripheral venous at the 2nd firing, the device stopped on the way and the knife did not move forward to the blood vessel, so there was no effect on the patient. The device was released by the manual override lever to return the knife. A new device was taken out, and the surgery was completed. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.